Event description:
It was reported that several noise signals only appear in the morning. The patient goes to the gym every morning. Emi exposure was suspected. The device will be monitored.

Event description:
New information notes that the prior recommended programming changes were made. Subsequently, non-sustained lead noise was observed due to post-sensed t-wave oversensing. No further information is available.

Event description:
New information notes that t-wave oversensing due to possible myopotential oversensing was observed. Programming changes were recommended. Device remains implanted.

Event description:
New information received indicated that another occurrence of post-sensed t-wave oversensing after programming changes were made was observed. Further programming changes were recommended. Patient's condition was fine.

Event description:
New information received indicated that the recommended programming changes were made and the patient's medication was adjusted. Since these changes no further oversensing episodes has been observed. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that intermittent undersensing due to a variation in r wave amplitude was observed. Patient condition is good.

Event description:
New information received noted that another occurrence of non-sustained rv oversensing episodes due to post-paced t-wave oversensing was observed. Further programming change was made.